Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead had a kink with all internal wires broken. The kink with broken wires is consistent with overstress condition the lead may have been subjected to while in vivo.

Event description:
Related manufacturer report 1627487-2021-15180 related manufacturer report 1627487-2021-15181 new information received states that the leads and anchors were explanted. Patient was stable.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02831. It was reported that upon x-ray review, the lead had a visible fracture at the anchor site. Patient experiences frequent falls. A surgical intervention is anticipated in the near future. It is unknown which lead has the fracture issue therefore both leads are being reported.